Event description:
Shortly after cochlear implantation, the patient reportedly underwent flop revision surgery due to healing problems. Approximately one year later, the patient's performance reportedly decreased and an integrity test showed several faulty electrodes. Explantation/reimplantable surgery was successfully completed in 2005.